Event description:
The report we rec'd from our affiliate indicated that during a pta to the sfa, the balloon ruptured at 4 atmospheres during the initial inflation. There was moderate calcification and 100% stenosis at the target site. A second balloon catheter was used to complete the procedure successfully. There was no report of any adverse consequence to the pt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having moderate calcification and tortuousity with a 100% stenosis. The product was advanced to the target lesion and was inflated using an indeflator, however, the balloon ruptured at 4 atms. There was no reported pt injury. Mfg records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the info available and without the return of the product, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.